Manufacturer narrative:
Results: bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for uneven scale markings with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unable to determine a root cause.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a customer that the start point scale mark on an insulin syringe with bd ultra-fine¿ needle was found to be uneven. There was no report of injury or medical intervention.